Manufacturer narrative:
E1: reporting address state: (B)(6) . Reporting address postal: (B)(6) . Reporting institution phone #:. (B)(6) . Reporter phone #: (B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning and could not be calibrated. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not functioning and could not be calibrated. A field service engineer (fse) went onsite and performed a calibration of the touchscreen then it was confirmed that the touchscreen was functioning once again. The fse determined that the previous calibration attempted was performed incorrectly. The fse performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.